Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: b5, d8, d9, e2, e3, g2 (adding "health professional" since new information about contact job title was received), h2, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (1) year since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, insertion section of the subject device had multiple heavy kinks. Therefore, olympus presumed that charged coupled device cable was pressed and broken. User may prevent the suggested event by following the item in instructions for use below. Operation manual_ preparation and inspection_ inspection of the endoscopic system_ inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a therapeutic bronchial lavage. The procedure was completed with another device, resulting in a five-minute delay due to the change of scopes.

Event description:
It was reported the entire screen of the bronchovideoscope becomes black and showed no images and was unable to be restored. The issue occurred during a procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.